Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to the first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy procedure to treat varices performed on (B)(6) 2024. During the procedure, it was noticed that the band would not move despite turning the handle. The same problem occurred with the second speedband superview super 7 device. The device was removed, and the procedure was completed with a third speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to the first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy procedure to treat varices performed on (B)(6) 2024. During the procedure, it was noticed that the band would not move despite turning the handle. The same problem occurred with the second speedband superview super 7 device. The device was removed, and the procedure was completed with a third speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed (handle assembly and the ligator housing), and a visual evaluation noted that the ligator housing was returned with the seven bands still attached to it. The handle had evidence of the trip wire being secured. The ligator housing teeth were found bent. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator housing was returned with the seven bands still attached to it and the ligator housing teeth were bent. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands inability to be deployed. The damage to the ligator teeth implies that the device might have been used with too much force or could be attributed to the way the physician was entering the device through the patient. It's most likely that once the bands were tried to be released from the suture, the bent ligator teeth affected the band deployment. Therefore, the most probable root cause of this event is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.